Event description:
Complainant alleged that while attempting to defibrillate a male pt (age unk) via electrode pads, the device failed to discharge. The clinicians obtained a second device to continue therapy. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.